Event description:
Additional information from the patient reported that it was determined that their device had not been working for six months. They had been sick. The symptoms started about six months prior, but they started getting worse. They are supposed to replace the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had an error code on their implantable neurostimulator (ins) and the healthcare provider (hcp) was trying to get a hold of the manufacturer so they could find out whether it was the battery of the stimulator itself. Then the patient would have emergency surgery. The error code was unknown as the patient stated it just said "error". The patient had been throwing up 30 times a day again and it was "coming out the other end" again. The throwing up had been increasingly getting worse and worse and then the other end started and it was just getting worse and worse and getting hard to work. Follow up from the hcp reported that on the day of the event they were not able to communicate with the ins using the clinician programmer. The patient had a return of symptoms within the last six months, (B)(6) 2016. They had nausea and vomiting. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.